Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the arm. On (B)(6)/2024, the patient¿s cgm was reading 48 mg/dl. No bg meter comparison was taken at this time. It was also reported the patient felt tired. The patient self-treated by eating donuts and drinking juice. At an unspecified time later, the patient¿s mother decided to give her insulin (dose not provided) and no bg meter reading was taken first. The patient stated the cgm value was ¿not changing¿ therefore, emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 500 mg/dl. The patient was then transferred to the emergency room (ER). Once at the ER, the patient¿s bg level was tested and found to be 2000 mg/dl and the patient was admitted to the intensive care unit. The patient could no longer recall the treatment/medications provided to her while hospitalized, other than insulin. The patient was discharged home 6 days later. The patient had a home health nurse checking on her regularly since her discharge. The patient was feeling fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis